Event description:
It was reported that 352 days after implantation of a 2.5x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid to distal left anterior descending artery (lad). A pre-intervention stenosis of 70-80% was reported. The vessel was predilated with a 2.75x20 mm maverick balloon. A 2.5x24 mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient received heparin during the procedure. No information was reported concerning complications. The patient presented 352 days after the initial procedure with angina and a 99% in-stent restenosis in the mid lad. A 2.5x20 mm taxus drug eluting stent was deployed at 18 atm within the region of the lesion. A post-procedure residual stenosis of 0% was reported. The patient received heparin during the procedure. No information was reported concerning complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.